Event description:
During insertion in the tibia the delta screw broke in half. An attempt was made to retrieve the broken portion without success. A 9 mm implant was used to complete the case and the surgery was delayed. However, no adverse consequences were reported as a result of event. The device is used for treatment.